Event description:
It was reported that when patient presented in the clinic high pacing capture threshold issue was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.